Event description:
Additional information received indicates that the issue was resolved and the device was able to pair on (B)(6) 2023. The issue then reoccurred on (B)(6) 2023 and the device was unable to pair again. The device was able to be interrogated with a programmer with no issues. A bluetooth reset was performed and the device still could not pair. It was decided to try again at a later date. The patient was stable.

Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair to the mobile application due to a possible bluetooth malfunction. No intervention was performed. The patient was stable.

Event description:
New information received indicates the device was eventually able to pair. No additional intervention was necessary. No patient consequences were reported.

Manufacturer narrative:
The reported event of no remote monitoring was confirmed. Based on the information provided, it was determined that remote monitoring was turned off. The root cause of event was unable to be identified.